Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the catheter did not aspirate. The physician tried aspirating the catheter, but the volume was not sufficient to the total catheter volume. The replacement was sufficient. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a company representative (rep) via a patient receiving unknown intrathecal medication via an implantable pump for unknown indication for use. It was reported that there was "symptom return, increased medication dose". It was unknown if there was any diagnostics/troubleshooting performed. The patient's system was replaced and the issue had resolved with the patient's status as "alive-no injury". Patient's weight and medical history were asked but made unknown.